Event description:
This pt with tumor at the base of the skull underwent an endoscopic sphenoidotomy with tumor biopsy and nasopharyngeal biopsy in 2001. During the procedure the tip of the septal dissector broke off and had to be retrieved. Shortly after the procedure, the pt became unresponsive/obtunded-intraventricular bleed. Pt expired the following day. All issues surrounding this poor outcome are being explored.